Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a hemorrhagic stroke one day post procedure. The patient is a (B)(6) female with unknown medical history. The patient was enrolled in the (B)(4) study for stenting of the right common carotid artery (r8). This patient meets the high risk criteria of age greater than 75 years. The index procedure took place on (B)(6) 2009. The vessel was described as ulcerated with severe calcification. The rate of stenosis was 80%. The lesion was not pre-dilated. An angioguard embolic protection device (catalog and lot unknown) was advanced and deployed distal to the lesion. A precise (catalog and lot number unknown) stent was deployed in the lesion. It is unknown if the stent was post-dilated. The angioguard was carefully removed and the procedure was successfully completed. There was no reported injury to the patient. The next day the patient suffered a neurological event of aphasia and hemineglect on the right. The onset was sudden; recovery was partial with major residual effects. The patient was diagnosed with a stroke (intracerebral/subarachnoid hemorrhage). The event was evaluated and determined to be related to the index procedure and related to the cordis product. The stent remains implanted thus unavailable for analysis. There is no sterile lot number information available thus no DHR could be performed. Hemorrhagic stroke is a known potential adverse event associated with carotid stent implantation procedures. While not specifically listed in the precise IFU as such, hemorrhagic stroke post carotid stenting is usually associated with cerebral hyperperfusion syndrome. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. The estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This patient meets the high risk criteria of age greater than 75 years. Review of the limited patient information, procedural details and device information suggests that procedural, vessel and patient factors may have contributed to the reported events.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional information will be submitted within 30 days upon receipt.

Event description:
The email received from the (B)(4) indicated that one (1) day post index procedure, the patient experienced aphasia which was diagnosed as a stroke.